Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to a broken tibial augment block.

Manufacturer narrative:
Visual inspection of the returned components confirmed that the offset stem had fractured at the base of the taper. The taper remained imbedded in the tibial stem. Review of the device history records identified no deviations or anomalies for the offset stem extension. This device is used for treatment. A product history search identified no other complaints for the part and lot combination of the offset stem extension. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Sem analysis of the fractured surface identified that the stem extension fractured due to fatigue. Per the nexgen cr, ps, cra, lps, and lcck knee package insert, loosening or fracture/damage of the prosthetic knee components or surrounding tissues is a known risk of this procedure. A definitive root cause cannot be determined with the information provided.